Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had the device explanted due to spinal cord stimulation (scs) did not work for her. No further information could be obtained despite good faith efforts.